Manufacturer narrative:
The referenced driveline infection which occurred on (B)(6) 2014 was reported under manufacturer report number 0002916596-2014-01468. Approximate age of the device is 8 months. The device remains implanted and in use by the patient. The event occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported infection could not be determined. The patient was treated for the reported infection and remains ongoing on vad support with no further events reported to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient had previously developed a driveline infection on (B)(6) 2014 which did not resolve. On (B)(6) 2014, the patient was treated with drug therapy and unspecified surgical treatment for driveline infection. The cause of the infection was reported to be due to patient condition. No further information was available.